Manufacturer narrative:
The equipment was received in vyaire facility and placed on extended test/run-in. During bench testing ventilator alarmed failed fs during investigation at patient circuit leak test. Further testing reveals a non-conforming blower module. Installed a known good blower and the reported issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the revel ventilator has "failed fs" error message and making noise but no flow. It was found during transport, the reporter confirmed that there is a patient involvement associated on this event. However, no harm noted. As an intervention, patient was bagged and transferred to another ventilator.